Event description:
It was reported by the affiliate in germany that during unknown surgical procedure on an unknown date, it was observed that the expressew iii autocapture and suture passers was defective after short usage. During in-house engineering evaluation it was determined that the upper jaw of the device was loose. The same device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the customer reported that his device is defective after a short usage. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The device was received and evaluated. Upon visual inspection revealed wear marks on the device. The device does not show any structural anomalies. Upon reviewing the upper jaw, it was found that is loose. When the trigger was fully depressed, the jaw cannot be closed completely. Due to the condition of the jaw, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the loose jaw can be attributed to procedural variables, such handling of the device or product interaction during procedure, a bigger portion of tissue may have been grabbed and forced the jaw to close, also, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to a non-closing jaw, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.